Event description:
New information received noted that the right ventricular lead was capped and replaced due to device upgrade from a low voltage to a high voltage device. The patient was well before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12435. It was reported that the left ventricular lead exhibited an unspecified capture issue and the right ventricular lead exhibited an unknown issue. Both leads were capped and replaced on (B)(6) 2019. The patient's condition was unknown.